Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states customer tested 253 mg/dl on the mobile system at 16:16 and took novorapid based on this result. Customer tested 115 mg/dl at 18:20; he reported low blood glucose symptoms with result of 75 mg/dl obtained at 16:24. A result of 40 mg/dl was obtained on a professional device at the same time. Customer was treated with glucose and taken to the hospital and released 2 days later. Requested return of suspect device.